Event description:
During incoming inspection, the biomed equipment tech powered the device up for the first time nad it displayed the error message "power board failure". It has happened twice and then it was not displaying the error message. The customer was curious if this had something to do with the battery having a negligible charge at first. There was no pt contact and no pt injury. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.